Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that during the procedure the physician pulled the standard glide wire out and inserted a stiff glide wire. The wire entered or fractured a hole in the trailblazer. The stiff glide wire came out the side of the trailblazer not the end hole. Evaluation summary: the trail blazer support catheter was received for evaluation without any ancillary devices or cine images from the procedure. The catheter was returned containing sanguine material and a visible kink. A 10cc water filled syringe was attached and the catheter was flushed to remove most of the sanguine material. The kink was located 112.8cm distal from the strain relief and a hole was visible. The kinked area was examined under the microscope.